Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument broke during surgery. There was not more than five minutes of a delay. All broken pieces were removed from the patient.

Manufacturer narrative:
Evaluation finds the impactor is damaged not broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.